Event description:
It was reported that 2 days post a successful da vinci si cholecystectomy procedure, the patient was taken back into the or presenting symptoms of pain. It was discovered that the patient had sustained a laceration of the small bowel. Reportedly, the patient was released from the hospital and is recovering fine.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the surgeon who performed the da vinci surgical procedure. The surgeon indicated that during the planned surgical procedure, no apparent malfunction of the da vinci surgical system, instruments or accessories occurred. The surgeon indicated that he did not know what caused the damage to the patient's bowel; however, it was his belief that the patient's injury was not caused by the da vinci surgical system, instruments or accessories. The surgeon declined to provide any other details regarding the reported event. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient. This complaint is being reported due to the following conclusion: the patient's bowel was damaged during a da vinci surgical procedure.